Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during use that cs300 intra-aortic balloon pump (iabp) is not functioning. Had to remove it off a patient in ccu.

Event description:
N/a

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation finding and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the user stated cs300 needs calibration. Tested pump in diagnostics and could not duplicate calibration failure. Examined fault logs and observed no critical failures. Unit passed all functional and safety tests per factory specifications, returned to customer.